Manufacturer narrative:
The suspect device has been returned for evaluation. Functional testing was performed. The complaint is confirmed. The root cause is attributed to the kinking of the fluid tubing caused by the incorrect connection of an additional medical device not is part of the k09 kit [use error]. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an angioplasty procedure, the custom kit presented a defect that caused air ingress into the fluid pathway. Air bubbles were then injected into the right coronary artery causing st segment elevation as seen on the ECG.